Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received lioresal intrathecal (baclofen) for the treatment of unknown indication from an unknown date at an unknown dose. The lioresal solution, a maximum of 20 milliliters (ml), infiltrated outside the pump into tissue, abdomen and subcutaneous tissue; extravasation. This resulted the patient being hospitalized for one night to an ICU for surveillance. No further adverse events were reported. The action taken with baclofen was unknown. The outcome and causality of the event were not reported. The event extravasation was suspected in context of device-related complication and was suspected. Additional information was requested to clarify resolution and current patient status. Should additional information be received a supplemental report will be filed.